Manufacturer narrative:
Information received from medwatch report mailed by FDA - attempted contact with hospital for further details on 4/22, 4/26 and 4/27. Will continue attempts to gather more information and receive product for evaluation.

Event description:
Patient is status post craniotomy, ventriculostomy and bone flap. Physician ordered a cervical collar. A 2cm x 3cm eschar pressure ulcer noted in the left lower area under cervical collar. Wound care team care initiated.

Manufacturer narrative:
Information received from medwatch report mailed by FDA - attempted contact with hospital for further details on (B)(6). Will continue attempts to gather more information and receive product for evaluation.

Event description:
Patient is status post craniotomy, ventriculostomy and bone flap. Physician ordered a cervical collar. A 2cm x 3cm eschar pressure ulcer noted in the left lower area under cervical collar. Wound care team care initiated.